Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the clip test. The clip did not fully close onto the test tubing and the root cause of this failure is attributed to mishandling/misuse. Additional observation(s) not reported by site were also identified: the medium-large clip applier instrument his instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Only one of the grip tip would follow the mtm input commands and the root cause of this failure is attributed to mishandling/misuse. The instrument was found to have multiple input disks broken and cracked. An input disk #7 was found completely detached from the base of the housing after removing from the in-house system and hairline cracks were found on grip input shaft. This failure caused the clip test and intuitive motion failures of the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the medium-large clip applier (470327-12/ n112002040156) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4) . The alleged instrument had 22 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the medium-large clip applier instrument had a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, that the 8mm medium-large clip applier instrument clips would not lock in place. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.